Manufacturer narrative:
On 10/08/2015 a medtronic representative, following-up at the site, reported the issue could not be replicated, even when testing in multiple outlets. The site confirmed that when this occurred, the screen was completely black, and the cd drive was not functional. Return requested. Replacement iso 600w transformer shipped to site 10/08/2015. Medtronic investigation of returned suspect iso 600w transformer finds the toroid coil secure. All internal wiring / components in good condition, no visual faults. Energized unit, test "on/off' switch lamp does illuminate but as reported not output (120vac) at sockets. Retrace all wiring. No faults found. Toroid coil primaries and secondaries have good continuity and primaries to secondaries not compromised. After re-tracing all, reassemble housing and re-energized unit. Unit is now functioning as expected with good ac outputs under load. Unable to trace out an intermittent in wiring. Inspect all solder connections - good. Unable to isolate/identify an intermittent condition that would result in no output fault mode. Unable to get the unit not to operate properly after the initial instance of no output. Electrical failure - no power. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 10/12/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Universal power supply (ups) not functioning properly. Replaced ups. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system unexpectedly powered-down. In trouble-shooting, when the navigation system shut-off, the monitor went pitch black and the cd drive would not work. The green power switch on the back was still illuminated. Power-cycling the system resolved the issue, however, it had occurred multiple times. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.